Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 86 mg/dl. Customer stated that she had a low blood glucose and was put on an IV until her blood glucose was stable. Customer was not wearing the pump at the time of the hospitalization. Customer also had an issue with the sensor needle hub getting stuck in the serter. Customer stated that the serter released the needle hub/sensor. Customer stated that the hospitalization was not the pump's fault and that it was more of an issue that she has.